Event description:
It was reported that the pump was dropped and the touch screen became shattered and partially unresponsive. Customer¿s blood glucose was between 150 and 362 mg/dl. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.